Event description:
Pt underwent retropubic prostatectomy, bilateral pelvic lymph node dissection ad umbilical hernioraphy in 2002. Pt subsequently sustained a bladder neck contracture with retained anastomotic suture for which pt underwent cystoscopy, laser incision of bladder neck contracture and ablation of retained suture 4 months later. The second surgery showed a retained suture at the bladder neck with calculus material around it. The suture used in the bladder neck was not identified on the operative report.